Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had stuck button alert, power loss alarm and pump error. The customer's blood glucose value was unknown at the time of incident. The customer was assisted with troubleshooting for pump error and stuck button alert. The customer was reported that they were able to clear and rewind the insulin pump. The customer was advised to replace and to disconnect from the use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.